Manufacturer narrative:
This report will be amended when our investigation is complete. Received, not yet evaluated.

Event description:
It is reported that the patient's shoulder arthroplasty was be revised due dislocation after a fall.

Manufacturer narrative:
This follow-up report is being filed to relay additional information which was unknown at the time of the initial medwatch and corrected information. (B)(4). Catalog #: 00434903912, humeral stem spacer size 12 mm, lot # 62738795. Catalog #: unknown screw, unknown, lot # unknown. Catalog #: unknown screw, unknown, lot # unknown. Catalog #: 00434906606, retentive poly liner plus (+) 6 mm offset 40 mm diameter 65 degree neck angle, lot # 62344070. The glenoshpere, spacer, poly liner, two screws, and base place were received for evaluation. The dimensions taken were within specification. It was found that the tip of the glenosphere has minor scratches on the articulating surface, the trabecular metal of the base plate contains biological debris and damage, and the glenoshpere is disengaged from the base plate. The scratches on the base plate are most likely caused by the removal of the device. The device history records were reviewed and no deviations were identified. This device is used for treatment. It is noted by sales rep that patient fell. The complaint history review was conducted for the devices and found no additional complaints for the same lots. Surgical notes were not provided and it is unknown whether the components were implanted with the correct fit and orientation as per the surgical technique. A definitive root cause cannot be determined with the information provided.